Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed.

Event description:
It was reported that during a laparoscopic procedure, a plastic piece was found out of the patient. As the plastic piece was suspected to be a part of the reported trocars, the doctor has requested to analyze them. The trocars are good visual condition. No pieces fell into the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was visually inspected. No missing parts were noted on the device. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.